Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: investigation was based on event description and image review. The celect-pt filter was placed via femoral approach in an infrarenal location without evidence of significant tilt or perforation. During attempted retrieval approx. 5½ months later there was evidence of perforation involving two primary filter legs and the retrieval was unsuccessful using standard snare technique due to endothelialization of the filter hook. Imaging one month after this retrieval attempt demonstrated perforation involving one primary and two secondary filter legs, as well as filter hook endothelialization. The exact reason for this to occur cannot be determined, but although insignificant the tilt during filter implant was sufficient enough to facilitate interaction of the filter hook with the ivc wall. A loop snare technique was utilized to retrieve the filter. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Additional information received 22mar2017: on (B)(6) 2017 (155 days post-procedure), the filter was successfully retrieved endovascularly. There was no extravasation of contrast after retrieval and no additional methods or devices were used. The physician did report major difficulty retrieving the filter. Additional information received 25may2017: on (B)(6) 2017 (155 days post-procedure), the day of the retrieval procedure, the physician reported evidence of ivc distortion. The ivc distortion did not require treatment. The investigator determined that this event was definitely related to the study device and retrieval procedure. The device did not malfunction or deteriorate in characteristics or performance.

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-2-fem-celect-pt. Similar to device under 510(k) k090140. Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): major difficulty retrieving the ivc filter. On (B)(6) 2016, during the index procedure, a celect® filter was placed. The inferior vena cava (ivc) diameter at the intended filter location was 21.4 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter did not deploy prematurely or jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram noted an ivc diameter of 22.4 mm at the filter location. There was no evidence of filter deformation or migration. The angle of filter tilt was 7.3 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray performed on (B)(6) 2016 (day of procedure) revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis revealed no evidence of fracture, deformation, or embolization. On (B)(6) 2016 (seven days post-procedure), the patient was discharged from the hospital. On (B)(6) 2017 (132 days post-procedure), it was determined that the filter was no longer clinically needed. There were no filter legs appearing outside the column of contrast before retrieval. There was no thrombus present in the filter. The right internal jugular vein was used for filter retrieval. A gunther tulip retrieval set and an aln two-in-one retrieval set were used. No additional methods were utilized during the filter retrieval attempt. The site reported major difficulty attempting to retrieve the filter because the ¿hook (is) embedded in vessel wall and unable to grasp.¿ the filter was not able to be retrieved and remains in the patient. Analysis of the retrieval procedure attempt is not yet available. Patient outcome: the patient remains in the study.